Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The force bipolar instrument was analyzed and found to have a grip tang bent. Components adjacent to this bent grip tang do not show damage. The grips do not show cracking or breakage damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the force bipolar instrument tip was broken off and it was unable to pull out of the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 18-nov-2025: the instrument was removed with the trocar and the cannula as it was unable to be pulled out. There was no fragment that fell inside the patient's anatomy. The instrument was inspected prior to use and no damage was found. There was no instrument collision and no photographic image of the device or recording of the procedure is available for isi to review.